Event description:
Patient underwent a routine tympanoplasty without difficulty. During the routine instrument cleaning it was noted that the bellucci micro scissors had a missing blade. The surgeon called the patient's family as they were already discharged home. The surgeon informed the parents of the issue and instructed them to return for a x-ray. The surgeon stated that he does not feel the blade is in the pt's ear, as he would have noticed it especially since working under a microscope. Patient did return for a skull series which was negative for radiopaque metallic foreign body.